Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom was reported via phone call that, the customer had low and high blood glucose. Mom stated that, her daughter's blood glucose have been running a little high and customer went low to 40 mg/dl at one night in the middle of the night. Customer declined troubleshooting of the high and low blood glucose. The insulin pump will not be returned for analysis.